Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2021-00025. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced in this initial medwatch report. Initial reporter occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegation has been investigated: perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
The following information is alleged: the patient received a gunther tulip on (B)(6) 2006 and subsequently experienced inferior vena cava (ivc) perforation by 4 prongs filter prongs, with a maximum distance of 4.82 millimeters (mm). Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Additional information: investigation: the following allegations have been investigated: tilt, anxiety, worry and depression. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, worry, and depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot . The associated work order was reviewed. No related/relevant notes were documented . No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2006 due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging vena cava perforation. Patient further alleges anxiety, worry, and depression. Report from computerized tomography (CT): "positive for caval perforation, superior extent of filter is at mid l2 vertebral inferior extent l3-l4 disc space. A total of four prongs have perforated ivc, series 3, image 140. Maximum distance prong perforated is 4.82mm, series 3, image 140. Coronal images show 12.11 degree tilt of filter right to left series 601, image 73. Sagittal images show 0.62-degree tilt anterior to posterior series 602, image 142. Diameter of ivc directly above filter measures 17.68 mm x 8.46mm, series 3 image 116.)

Event description:
The patient alleges vena cava perforation abutting other organs. The patient further alleges multiple prongs perforated the ivc, one prong abuts the l3-4 disc space, second prong abuts the right anterior osteophyte, and limited activity. 17dec2018, per a report from computed tomography; ¿caval perforation: yes. Grade 3 perforations of 6 and 7 o'clock struts to abut l3-4 disc space and right anterior osteophyte. Grade 2 perforation of 4 o'clock strut 0.55cm. Tilt: yes. 9.91 degrees of coronal tilt. No substantial sagittal tilt. Apex of filter touches left lateral wall of ivc. Migration: no. Pertinent negatives: no fractured or missing struts seen. Additional findings: the ivc is relatively smaller just below the liver and just below the renal vein confluence. This may be related to volume rather than a mild stenosis.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: the following allegations have been investigated: limited activity. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported limited activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 10 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.